Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm with their insulin pump. The customer's blood glucose at the time was reported to be 234mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump had an intermittent act button response due to moisture damage on keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.